Event description:
It was reported, the bronchovideoscope entire screen becomes black and shows no image. The issue occurred during preparation for use for a diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found no image during angulation due to defective ccd (charged coupled device) unit, and the connecting tube coating was peeled. Should additional relevant information become available, a supplemental report will be submitted. In addition, the following non-reportable malfunctions were found during the device evaluation: breakage of the a-rubber (bending section cover) insulation resistance valve did not meet specification. The worn angle wire caused the bend in the down direction to not meet specification. Channel tube breakage caused water tightness loss. Ccd (charged coupled device) lens was scratched. The lg (light guide) lens was discolored. The el-connector (electrical connector) corroded due to water leakage. The universal cord was crushed. The connecting tube was dented. A review of the device history record found no deviations that could have caused or contributed to the reported issue. No anomalies were identified. Based on the results of the investigation, there is sufficient evidence that confirms this is a well-understood failure mode. A definitive root cause could not be established. No CAPA request is required. This event doesn¿t meet the CAPA request aspect defined in gsop-00023 global corrective action and preventive action management. Olympus will continue to monitor field performance for this device.